Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxplus pressure rated extension set with removable needleless connector experienced leakage. The following information was provided by the initial reporter: after the doctors did the bottom part (10 minutes) a clear puddle was noticed on the floor and thought to be fluid splashed from a basin. Toward the end of the case 30 minutes later, serosanguinous fluid was noticed on the floor by the scrub who made sure it wasn't from the irrigator. Upon checking, the patients gown around her shoulder was soaked as was the foam padding her arm and another puddle on the floor. It was coming from the IV where the pigtail hooks to the IV catheter.

Event description:
It was reported that the bd maxplus pressure rated extension set with removable needleless connector experienced leakage. The following information was provided by the initial reporter: after the doctors did the bottom part(10minutes) a clear puddle was noticed on the floor and thought to be fluid splashed from a basin. Toward the end of the case 30 minutes later, serosanguinous fluid was noticed on the floor by the scrub who made sure it wasnt from the irrigator. Upon checking, the patients gown around her shoulder was soaked as was the foam padding her arm and another puddle on the floor. It was coming from the IV where the pigtail hooks to the IV catheter.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of product leakage could not be verified due to the product not being returned for failure investigation. A device history record review for model mp5303-c lot number 21125985 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 21dec2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. H3 other text : see h10.